Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had needle break on two different needles. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. Samples nor photos were provided for evaluation of this incident. DHR for this lot was previously reviewed for pr 446694-466841 cr; which disclosed the following: lot 8061541; was built on afa line 4, from (B)(6) 2017 thru (B)(6) 2017. All required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. There was 1 non-related packaging qn initiated during the build of this lot. In process samples were performed at various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Sap (qn) database review; was conducted for this investigation which disclosed that there was 1 non-related qn initiated and no reject activity findings relevant to the reported defect associated with the lot number provided for this incident. Analysis of peura (end user risk analysis) disclosed that due to low occurrence and limited severity, current risk is acceptable. As units nor photos were not provided for observation and/or testing of this incident, the alleged defect was not identified or confirmed and a root cause was not established. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that bd insyte autoguard bc shielded IV catheter had needle break on two different needles. There was no report of exposure, serious injury or medical intervention.